Event description:
It was reported to philips that the geometry did not start after switching off. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnosis procedure which got delayed and completed by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that the geometry did not work after switching off. Upon troubleshooting, the rse checked the logfile and found that geometry was very unstable. To resolve the issue, the rse suggested a restart with complete power disconnection. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.